Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a peak blood glucose of 234 mg/dl and values above 180 mg/dl for approximately one hour, with no device alerts above 300 mg/dl and no back-up therapy or ketone testing used; troubleshooting and education were completed, and the cause remained unclear. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included complaint handling with user interview and review of available information. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, so no device-related failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.